Manufacturer narrative:
Evaluation summary: no material was returned to the investigation site for evaluation. The system history showed that the laser was verified successfully prior and after the date of treatment. The logfile review showed scanner values and energy during treatment were normal. There was no suspect parameter. Clinical review of patient data showed a preoperatively existing coma (nasal-inferior). Treatment performed with prk and alcohol. Postoperatively, an irregular topography could be seen. There was no indication for a decentered ablation. Reviewing pentacam maps, irregularities including a central astigmatism was present postoperatively. This result could not be explained by the application of the system as such, but might be related to the surface treatment and the use of alcohol (alcohol and epithelium removed completely before ablation, trephination etc.). The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively.additional information was requested and received.(B)(4).

Event description:
A doctor reported three cases of decentered ablation after excimer laser treatment. Center of the eye and center of the laser treatment were reported to be different. Additional information was provided, including patient identifiers. This file has been assigned to the right eye (os) of the first patient.